Event description:
It was reported that during a procedure the laser system started to smoke. The laser was shut down and rebooted however; smoke continued to come out of the laser. The system was no longer able to be utilized, and the physician completed the case by using "lithotripter" (an alternative surgical procedure). There was not report of a pt injury.